Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had a surgery like a month ago or so to correct or revise one of the lead wires patientstated it was something in his back. Patient stated they have resumed regular therapy after the lead wire was corrected and it was working pretty good but sometimes it stops working and they are not feeling stimulation in the right area. Patient verified they had the programming checked to see if they could correct the stimulation to get it more consistent patient stated this one hurts patient clarified that they are hurting because they need to charge the implanted neurostimulators battery. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-oct-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 04-nov-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jul-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.